Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6. Corrected fields: d5, e1 (B)(6), g2. The device was returned to olympus for inspection, and the reported failure was confirmed. The displayed ultrasound image was defective due to peeling of the acoustic lens. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited no visualization/could not display of large lymph nodes possible. Event took place during an unspecified procedure. There was no report of harm, injury or death.